Event description:
The customer reported being hospitalized for low blood glucose levels. Prior to the hospitalization, the customer gave a bolus of eleven units, followed by a manual injection of ten units. The customer started feeling ill once he got to work, and the paramedics were called. Troubleshooting revealed no delivery alarms in the alarm history. Also, it was stated that the basal rate totals did not add up correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.